Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and thick leaflets. Two clips were successfully implanted, reducing mr to a grade of <1. At the end of the case, while removing the steerable guide catheter (sgc) with minus knob applied, the sgc dislodged the patient's implantable cardioverter-defibrillator lead. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, the reported device damaged by another device (caused damage) appears to be related to procedural conditions, and due to the sgc dislodging the patient¿s implantable cardioverter-defibrillator lead during sgc removal. There is no indication of a product issue with respect to manufacture, design or labeling.